Manufacturer narrative:
(B)(4).

Event description:
It was reported that high hv impedance was observed on a remote transmission. The patient was unaffected by the event. No further information is available at this time.

Manufacturer narrative:
New information reported that on (B)(4) 2015 the lead was replaced and left in situ.